Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that solution leaked from the connection of the tubing and the semi-rigid adapter of the filter outlet port. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Although requested, no add'l info was provided including how the solution that leaked was cleaned up and if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.